Event description:
It was reported that, "screwdriver tip broke off when driving screw into axsos proximal humerus plate under power."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.